Event description:
Ralc45 dlu unit calibrated, opened/closed without difficulty, got into firing range and was fired. Pc displayed "firing completed". The anvil opened freely after it was fired however, there was an unusual noise heard during firing. There were malformed staples observed on the proximal and distal sides. Sutures were applied along the staple line to ensure there was no leak.